Event description:
During percutaneous access on left kidney & for nephrostomy guidewire sheared off and unraveled. Multiple attempts were made to retrieve the wire. These attempts were unsuccessful. Surgery was required to remove large renal calculus and metallic foreign object.